Event description:
The manufacturer received information alleging the active exhalation verification test step had failed on a trilogy evo device. The device was not in patient use. There was no harm or injury reported. The customer placed a service call to the local philips helpdesk for this issue. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging the active exhalation verification test step had failed on a trilogy evo device. The device was not in patient use. There was no harm or injury reported. The customer placed a service call to the local philips helpdesk for this issue. The philips investigation lab (pil) evaluated and determined the active exhalation control module (aecm or proportional) valve and three-way solenoid valve had contributed to the active exhalation verification test step to fail on the device. The reported failure of the proportional valve and three-way solenoid valve is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device sn, review confirms that the device met the final acceptance criteria and was released for final distribution.